Event description:
It was reported that the device keeps shaving once it was turn off. No patient injury was reported. Back-up device was available.

Manufacturer narrative:
The device was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Complaint of "device keeps shaving once it was turned off" could not be reproduced. Product failed functional testing with a bent pin in the cord connector. Mdu passed functional testing after connector pin was straightened out. All 3 buttons perform as expected. The complaint of button malfunction was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.